Event description:
In 2009, the lay-user/pt contacted lifescan, alleging that a one touch ultramini meter was reading inaccurately. The pt tests his blood glucose 3 times a day. He tests before meals. He manages his diabetes with set dosages of metformin and januvia. The pt indicated that the meter had been reading inaccurately for a while and with one particular box of test strips. He was unable to provide a date/time when the alleged issue began. The same day, the pt obtained an unspecified "normal" blood glucose reading during the morning time. The pt ate breakfast and lunch as usual that day. He also took his medications as prescribed. At an unspecified time during the afternoon, the pt developed symptoms of shaky hands and stomach pain. The pt explained that these symptoms develop whenever his blood glucose level is less than 70 mg/dl. Before administering any self-care, the pt tested his blood glucose and got a result of around "112 or 119 mg/dl." The pt administered self-care by eating candy "every 2 hours", which helped to relieve his symptoms. After the event occurred, the pt ran 2 control solutions test that failed high. He reported control solution readings of "122 and 126 mg/dl." The acceptable control solution range listed on his test strips was "91-121 mg/dl." The pt also reported control solution results of "135, 130, 134, and 138 mg/dl", which were obtained during the time of concern. The pt stated that he usually eats something to prevent hypoglycemic episodes and whenever his blood glucose level is close to "70 mg/dl." The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter started reading inaccurately high. The pt felt as though he could have prevented the reported hypoglycemia episode, as the meter was reading accurately.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.